Event description:
It was reported that, when newly received therapy pca was installed, the device had power manager error. There was no patient involvement. The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer with assistance from rse. Rse confirmed that the therapy pca will need replacement. The customer has been shipped replacement therapy pca to rectify malfunction. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
Reporting institution phone: (B)(6) device was evaluated by the customer with assistance from rse.